Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. No product was returned. After reviewing the clinical information, it was determined that the cause of the sterile sleeve damage was most likely improper technique when manipulating the repo unit and the cause of the access site bleeding was most likely use related since the blue suture hub was advanced too deep into the arteriotomy. Instructions for use for the related event are as follows: access site bleeding. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, when there was a tear at the sterile sleeve. Additionally, it was noted that were some ¿resolved¿ bleeding at the access site. However, no additional details were provided regarding the treatment or management of this condition.